Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 206 mg/dl. The customer stated she went to bolus and screen was at 20 units and flashing but would not initiates. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.